Event description:
The customer requested functional verification. This unit was involved in voluntary removal of ventilatory support. Subsequently, the pt expired. There is no allegation of malfunction of this lp-10 device.

Manufacturer narrative:
This unit was first reported to MFR on july 30, 2008. The unit was reported to be quarantined since the event by the institution.